Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose due to issue with quick release. Customer reported of disconnecting infusion set while at an appointment with the healthcare professional and customer had a difficult time reconnecting. Customer noticed that inside of the quick release area was twisted. Customer's blood glucose was 403 mg/dl. Customer resolved issue by changing set and treating high blood glucose with manual injection. Product would be replaced.